Manufacturer narrative:
Zimvie received the bundled mount for one (1) tmtwb10, (imp tm 4.7mm mtx full, 10) for evaluation. Visual evaluation was performed; the implant was not returned with its bundled mount. The returned envelope had a hole in it. The unknown screw stuck inside the implant could not be verified. There was a hole in the envelope and sterile peel pack. The returned mount was fractured at the hex and had a fractured piece of a driver stuck inside the mount. DHR review was completed for the subject lot number 1296528. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296528 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a screw fracture malfunction could not be verified. The implant was not returned for evaluation. However, the bundled mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
Product evaluation showed that the bundled mount was fractured at the hex.

Manufacturer narrative:
Zimvie complaint number (B)(4) g4: additional PMA/510(k) number k113753, k112160.